Event description:
It was reported that the burr became stuck on the guidewire. A coronary angioplasty was being performed using a rotapro 1.50mm and rotawire for treatment. While using dynaglide mode to remove the device, it was noted that the rotapro burr was stuck on the rotawire and could not move anymore. Both devices were removed together, and the procedure was completed successfully using an alternate method. No patient complications were reported due to this event.

Manufacturer narrative:
B3: used the bsc aware date as the date of event as the date of event is unknown. Investigation of device by MFR: the returned product consisted of the rotapro atherectomy system. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. As the guide catheter used in the procedure was not returned, a test 6f guide catheter was used for testing. During testing, the burr catheter was able to be fully inserted and removed from the test guide catheter with no resistance or issues. Product analysis confirmed the reported stuck wire, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device. The reported resistance with the guide catheter was not able to be confirmed, as the returned burr catheter was able to be fully inserted and removed from the returned rotapro device with no resistance or issues.

Event description:
It was reported that the burr became stuck on the guidewire. A coronary angioplasty was being performed using a rotapro 1.50mm and rotawire for treatment. While using dynaglide mode to remove the device, it was noted that the rotapro burr was stuck on the rotawire and could not move anymore. Both devices were removed together, and the procedure was completed successfully using an alternate method. No patient complications were reported due to this event.

Manufacturer narrative:
B3: used the bsc aware date as the date of event as the date of event is unknown.